Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had channel disconnect alarms which was resolved with replacement of left iui connector, right iui connector. The release latch was having trouble moving back and forth; the problem was resolved when it was cleaned. The voltage on the upstream pressure sensor was high, so replaced both the upstream and downstream pressure sensors. There was no patient involvement.